Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification that there was a non-specific pump malfunction. The device type was unknown at the time of the reported incident. There was no additional information available for this complaint. Animas customer technical support (cts) reportedly made multiple attempts without resolve. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to unknown pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Animas received additional information from the reporter on (B)(6) 2016 regarding the subject pump. The reporter contacted animas on (B)(6) 2016 stating that the pump experienced a prime issue; the infusion set tubing was being filled during the prime step, animas customer technical support determined through troubleshooting that the pump experienced a load step malfunction. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.